Event description:
A ventilator inoperative code was found in a ventilator's downloaded error log while evaluating the device at the MFR's service center. There was no allegation of a loss of therapy by the customer. The logged error code indicates a potential malfunction of the ventilator's system board that could result in a ventilator inoperative condition. The device's system board was replaced to address the logged error code. There was no pt harm or injury. The ventilator was found to audibly and visually alarm as designed for a ventilator inoperative condition. The MFR will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.